Manufacturer narrative:
Continuation of d10: product ID: 8709; lot/serial#: (B)(6); implanted: (B)(6) 2006; product type: catheter. Product ID: 8785; lot/serial: (B)(6); product type; catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6); ubd: 08-jun-2008; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the physician nicked the catheter when they were going in. They called a medtronic representative immediately and the representative brought a 8785 revision kit over to the healthcare provider. Since this revision kit did not fit, the healthcare provider then tied off both the spinal portion and the pump portion of catheter, but the pump was still running. The company rep asked what to do with the pump that was connected to a piece of catheter. The company rep reports hcp planned to do a revision at another date. Agent reviewed minimum rate and permanent shutdown. The company rep did not know what drug was in the pump. Additional information was received from the company representative (rep) reporting there was no follow up at this time. The company rep restated that the hcp asked them to open up a connector piece during event and they opened up in 8785 which did not fit on her catheter from 2006 which they were unaware of at the time and we were unable to look patient information up for catheter because they were at a surgery center that did not do those procedures as well as there was no wi-fi in the surgery center. The hcp made the decision to tie off these final segment as well as the pump segment where he suffered the catheter so there would be no drip back of cerebrospinal fluid (csf) and the pump was put into minimum rate.